Event description:
The following was published in a abstract titled "remote pulmonary artery pressure monitoring in a patient with severe pulmonary arterial hypertension - is it underutilized?" By a.s. Madgula, s. Mahabir, g. Samra, and m. Lander. As part of a prior pilot study, an ambulatory pa pressure monitor (cardio- mems, abbott, illinois, USA) was implanted in 2016 at our institution. The article reports that since implant the patient underwent one right heart catheterization for which the primary reason is not stated.

Manufacturer narrative:
No device analysis results or DHR review are available as the device serial number is unknown. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.